Event description:
It was reported that during an unknown procedure, the device delivered an incomplete staple line. They changed to another device to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.